Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the definitive cause of the auxiliary jet channel has foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the flex video scope¿s auxiliary jet channel contained foreign objects. There was no patient involvement.